Manufacturer narrative:
Device used for treatment, not diagnosis. No patient information available for reporting. Literature citation: seebach, caroline and et al. (2016) "safety and feasibility of cell-based therapy of autologous bone marrow-derived mononuclear cells in plate-stabliized porximal humeral fractures in humans." Journal of translational medicine, volume 14: 314. Publication date: november 15, 2016. This report is for unknown philos plate construct, unknown quantity UDI: unknown part number, UDI is unavailable. Device (s) not expected to return for investigation. Unknown part number, unknown 510k number. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article seebach, caroline and et al. (2016) "safety and feasibility of cell-based therapy of autologous bone marrow-derived mononuclear cells in plate-stabliized porximal humeral fractures in humans." Journal of translational medicine, volume 14: 314. (German) ten (10) patients were enrolled to assess whether cell therapy [washed and filtrated human bone marrow-derived mononuclear cells (bmc) seeded ont a b-tricalciumphosphate (tcp)] is safe and feasible when seeded into patients with a proximal humeral fracture. Bone engineering combines cells with regenerative potential, synthetic or natural osteoconductive scaffolds. The safety and feasibility of augmentation with bmc cells seeded onto a tcp matrix with angled fixation (synthes philos plate construct) was studied for proximal humeral fractures in a clinical phase-I trial. All patients received cell-based therapy with bmc, open reduction internal fixation (orif) of the fracture and augmented with composite bone graft. (Synthes chronos strip). The bmc cells were applied during surgery and plate osteosynthesis of the fractures. The chronos strip was used to used to load cells to the area and bridge the bone defect. There were no adverse events or malfunctions associated with bone marrow aspiration or application during surgery. In all ten (10) cases bone fracture healed within 12 weeks. Only 3 adverse events were noted; these all were associated with the plate fixation. -one patient showed single-segment abdominal wall shingles. -one patient showed partial loosening of the tendon of the supraspinatus muscle. -one patient showed a surgical complication of an inital screw perforation. -one patient required revision surgery to surgically reattach a supraspinatus tendon. This is report 1 of 1 for (B)(4). This report is for unknown philos plate construct. A copy of the literature article is being submitted with this medwatch.